Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation the returned sample includes the carrier tube, hemostasis sheath, locator, and packaging. The device was visually inspected and found to have been in used condition. The carrier tube was in the forward lock position. The anchor and collagen were stuck in the hemostasis sheath. The carrier tube and hemostasis sheath were found kinked. The complaint device was returned with the carrier tube and hemostasis sheath partially assembled. The anchor and collagen were stuck within the valve of the hemostasis sheath. The carrier tube and hemostasis sheath were found kinked. The device was consistent with damage during assembly. As a result, the complaint was confirmed for a kinked carrier tube and hemostasis sheath. The exact root cause cannot be determined. The device may have been damaged from excessive bending during assembly. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)/failure mode and effects analysis (fmea).

Manufacturer narrative:
A2: age & date of birth: requested, not provided, a4: weight: requested, not provided, a6: race: requested, not provided, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: materials manager.

Event description:
Terumo medical corporation received the following reported information: the angio-seal device was used following a left heart cath via 6 french sheath. There were no issues with arterial access at the beginning or throughout the case. A pre-deployment angiogram was performed; there was a groin shot performed at the beginning and end of case. The device had a hard time going in and once it did, the footplate came out; however, the collagen did not deploy and was stuck in the tube. The device was cut, manual pressure was held, and the patient was fine. The blood loss was less than 250cc.